Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced frequent low blood glucose while using the ilet, stating the system was not working and that an endocrinologist advised discontinuation, and internal review of device data showed the user consistently did not announce meals or announced after eating, leading to hypoglycemia despite the algorithm reducing insulin delivery as glucose trended low. Symptoms included hypoglycemia. Outcomes included no hospitalization or emergency treatment. Investigation included review of uploaded device data and performance assessment of algorithm behavior. Investigation of this case revealed correct device and algorithm function with user operation inconsistent with intended use due to missed or delayed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use not in accordance with instructions for meal announcements.